Event description:
It was reported that the steering mechanism of the stretcher would not disengage, resulting in the brakes not being able to engage. No injury to pt or user was reported.

Manufacturer narrative:
This failure can be attributed to excessive force placed on the pedal.